Manufacturer narrative:
Section b3: date of event: the best estimate date is between (B)(6) 2023. It is noted that symptoms persisted for 60 days. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the patient's operative eye, the patient experienced distance vision issues; poor quality and shadows. There is no indication that the patient was unable to perform daily activities due to this issue. It is noted that symptoms persisted for 60 days. The lens was explanted on (B)(6) 2023 and another johnson and johnson iol was implanted as replacement (different model, dib00). An incision enlargement was required. No vitrectomy was required. The patient status is temporarily impaired. No further information was provided.

Manufacturer narrative:
Additional information was received reporting that the intraocular lens (iol) was implanted in the right eye on (B)(6) 2023 (not (B)(6) 2023, as initially reported) and was explanted on (B)(6) 2023 (not (B)(6) 2023 as initially reported). The date the symptoms were first noted was on (B)(6) 2023. Another johnson and johnson iol was implanted as replacement (different model, diu150, different diopter, +19.0 - not a dib00 as initially reported). There was no patient injury. No additional medical or surgical intervention was required. The patient is in good condition post-operative. The device is not available to be returned for evaluation. Additionally, the patient's date of birth - (B)(6) 1961, was also received. No further information was provided. This supplemental report is to capture the new and corrected information. The following fields have been updated accordingly: section a2: date of birth: (B)(6) 1961. Section b3: date of event: may 05, 2023. Section d6a: if implanted, give date: (B)(6) 2023. Section d6b: if explanted, give date: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.